Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was about 15.0 mmol/l. The caller stated that the device may have been leaned on leading up to the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display noted during visual inspection. No button response due to moisture damage on keypad traces. The insulin pump was unable to confirm unexpected battery out limit alarms due to keypad anomaly.